Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak, siphon, reflux, pressure flow or preimplantation testing due to the outlet connector being flattened, cracked and damaged. It is unknown how or when the damage occurred. The damage observed on the connector was consistent with being handled with sharp instruments. There was proteinaceous debris noted on the exterior of the device. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested and inspected at the time of manufacture. Corrected information: a correction was made to the investigation above. The device did not meet the requirements for leak, siphon and reflux testing. (B)(4).

Manufacturer narrative:
The returned device was patent and met the requirements for leak, siphon and reflux testing. The device did not meet the requirements for pressure flow testing due to the outlet connector being flattened, cracked and damaged. It is unknown how or when the damage occurred. The damage observed on the connector was consistent with being handled with sharp instruments. There was proteinaceous debris noted on the exterior of the device. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system¿. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested and inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the tubing looked chomped. According to the report, the product box and packaging looked normal and there was no damage. There was no patient impact reported.